Event description:
The account alleged that the emergency trendelenburg release is not functioning. No pt impact.

Manufacturer narrative:
The tech replaced the manual trendelenburg valve to resolve the issue.